Event description:
The customer reported the subject device was exhibiting a bending angle issue. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the secondary water supply channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely there was foreign material in the secondary water supply channel due to an inappropriate or inadequate reprocessing method or handling. However, a definitive root cause could not be determined. The reported issue (bending angle issue) was confirmed. It was observed the bending angle was out of specification and there was play in the angulation knob due to wear of the angulation wire. In addition, service found the insertion tube was wrinkled, the coating on the insertion part was peeled off, the control section was damaged, there was dirt on the control section, the insulation resistance value at distal end was out of specification due to chipped adhesive on the bending section cover, the adhesive on the bending section cover was chipped, the water removal capacity was out of specification due the clogged air/water nozzle, the suction cylinder was scraped, there was abnormal noise coming from the up/ down angulation knob, the electrical connector was corroded, the scope connector was corroded, there was dirt on the scope connector, and the displayed image was noisy. Scratches were observed on the control section, the plastic distal end cover, the switch button #1, the switch box, the switch button #2, the up/ down angulation knob, the up/down angle fixing lever, the right/left angulation knob, the right/left angle fixing lever, the hardness adjustment ring, the control section cover, the grip, the universal cord, and the scope connector jumpsuit case due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.